Manufacturer narrative:
Result: caster horn assembly.

Event description:
It was reported by service report that the cot wheel broke off. Customer did not know pt involvement, however, no adverse consequences are reported.